Manufacturer narrative:
Detailed trace analysis confirmed power system error and low battery alarms were triggered when backup battery loaded voltage was less than 3.5v for four consecutive hours. After disconnecting and reconnecting the internal battery connector on the printed circuit board the insulin pump was monitored and functioned properly. The insulin pump alarmed hardware low level failures error during self-test and was confirmed in the pump history due to cold solder joint at the keypad assembly. However, the insulin pump was received with operating currents within specifications and unit passed prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected insulin flow blocked alarms were noted. No unexpected replace battery now alarms noted during our testing. The insulin pump had cracked keypad overlay at the select button, minor scratched lcd window, case and keypad overlay.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed power error. The customer was also having issues with battery. Customer does not trust the pump anymore, so it will be replaced. The customer's blood glucose was 9.7mmol/l.